Event description:
Rptr rec'd a letter from dr who did the implant. Told that shelf-life of implant was 5 yrs. Rptr's knee was 6 yrs old when implanted. The dr and staff were not told the shelf-life was 5 yrs. Now rptr has to have a revision to a total knee (scheduled). The implant plastic is crumbling and wearing faster than it ought to because it was sterilized using gamma radiation. After the sterilization, when it reaches the air, the plastic oxidizes. Rptr has pain and didn't think they would have to have the knee revision so soon. The implant was supposed to last 13-15 yrs. Rptr is concerned that MFR did not notify anyone of this.